Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation and the device performed to specification. A review of the device logs indicated the device successfully delivered six shocks (between 120j-200j) to the patient. All attempts to charge were within the 25 second threshold. At the end of the case, there are two low battery warnings followed by a shutdown warning. The customer's report is likely due to multiple high energy discharge attempts with a low battery. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device experienced a delayed charging time. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed.